Event description:
Ous MDR - after an implantation period of about 37 months, oversensing without inappropriate therapy was reported. The lead was explanted and returned to biotronik for analysis. No other adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in two segments at 13 cm distal to the is-1 connector pin. A 1 cm portion of lead body between the two segments was not returned for analysis. The inspection revealed signs of wear along the distal lead segment with a damaged insulation at 33.5 cm proximal to the lead tip. These damages can be considered to be the root cause of the oversensing mentioned in the complaint description. Based on the characteristics and location of the damages, it is reasonable to assume that the lead had been subject to a severe mechanical stress in the implanted state as a result of the interaction with a partner lead. Further analysis showed explantation damages i.e. The rv shock coil was found severely deformed. The analysis did not reveal any sign of a material or manufacturing problem.